Event description:
During open heart operation, md1 setup a precedex infusion (400 micrograms in 100ml) and placed the tubing into an alaris infusion pump. Md1 attached it to the central line going to the left subclavian vein. The roller clamp was open and the pump was not on. Md2 entered the room and noted that the infusion was running. It was verified that the door to the pump was fully engaged by md1 and md2. Approximately 85ml of precedex was infused over 1 minute. Patient required additional monitoring. No long term harm.md1 was interviewed by rn1 and rn2 to review details and replicate process. Md1 followed IV med and pump set up. Tubing was primed and loaded into the pump, door was closed and engaged. As per current practice, roller clamp was open. Pump was never turned on at all. Md1 followed the standard setup process that the nurses followed, as verified by rn1.